Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging that the one touch verio test strips she received with his one touch verio meter were expired. The test strips reportedly expired in (B)(6) 2011. It is unclear what time type of meter/strip kit the patient received or where it was obtained. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had an expired one touch verio test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report, lot # is 3045508 (test strips),serial # (B)(4) (meter).